Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed due to recurrent mitral regurgitation. Patient ID: (B)(6). It was reported that on (B)(6) 2019, a mitraclip procedure was performed for moderate-severe mitral regurgitation (mr). A mitraclip (s) was implanted without an issue reported, reducing the mr to trace/trivial. On (B)(6) 2019, moderate mr was observed. The device relationship to the event was not provided at the time of this report. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the lot information regarding the complaint device was not provided. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effect of mitral regurgitation (mr) as listed in the mitraclip nt system (g2) instructions for use, is a known possible complication associated with mitraclip procedures. The investigation was unable to determine a cause for the reported recurrent mr. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design, or labeling.na